Manufacturer narrative:
Additional information. The device was received for evaluation. A visual inspection was performed with naked eye that noted a loose blue pull ring cap inside opened pouch. The reported issue was verified. The cause of the event was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue pull ring of a transfer set was loose. This was observed before use. There was no patient involvement. No additional information is available.